Event description:
The dr tried to retrieve a stent and only got a piece, he attempted to remove it again with no success. The pt was referred to another facility where the stent was removed via a percutaneous procedure. The pt is fine and recovering from the surgery.